Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no severe impact. Technical support attempted to assist the customer in loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. As a resolution, the pump was replaced, and the customer will continue using the current pump as backup therapy.